Event description:
Same case as 2134265-2011-01135. Reportable based on analysis completed on (B)(6)-2011. It was reported that during preparation for a rotational atherectomy treatment procedure, issues occurred during platforming. Vascular access was obtained through the femoral artery. The 90% stenosed lesion was located in a severely calcified and moderately tortuous left anterior descending (lad) artery. For pre dilation a 2.5mm x 12mm nc quantum apex balloon catheter was advanced and the balloon was inflated to 20atms. Upon the second inflation, the balloon was inflated to 20atms and ruptured. The device was removed from the patient intact. The physician was going to treat the lesion using the rotablator system however, the system was unable to go into dynaglide mode during platforming. Another rotablator system was unavailable, so the physician went on to pre dilate the lesion with a 2.5.x15mm non-bsc balloon and then implanted a 2.75mm x 16mm taxus liberte stent. No patient complications were reported and the patient's status is good. However, analysis of the 330cm rotawire guide wire identified a guide wire fracture.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the 330cm rotawire guide wire was received for analysis. Visual examination identified that approximately 112.5cm of the proximal portion of the wire was returned. The wire appeared to be mechanically cut. The device was measured and the outer diameter measurements were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)